Event description:
It was reported that the customer was trying to fill the cannula with 5 units of insulin, but the insulin pump kept resetting to 10 units on its own. The customer stated that they did not change the amount manually to 10 units. They adjusted the unit to 5 units and when they went back to fill the cannula the device reverted back to 10 units again. The customer also stated that the insulin pump alarmed low reservoir the morning of the phone call. The customer's blood glucose was 266 mg/dl. They stated that the reason for the high blood glucose was that she had a low blood glucose of 36 mg/dl the night prior to the phone call and had a couple of glasses of orange juice. The high blood glucose was treated with the insulin pump. The customer declined troubleshooting for the high blood glucose. She stated that the low blood glucose was due to overcorrecting for the amount of the carbohydrates eaten last night. Nothing further was reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No unexpected low reservoir alarm noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners. Insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No prime anomaly noted. Fixed prime functioned properly during testing, 5 units were programmed. All buttons functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.